Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported that the 910121 lumbar cath. Access. Kit (lcak) was being checked and was working. When it was placed on a (B)(6) year-old female patient, it stopped working and upon trying to resolve the issue, the drain snapped in two. There was patient injury (not specified) and revision/medical intervention required. There was surgery delay (length of time not provided). Additional information was received from the customer on (B)(6) 2018 indicating that the event occurred on (B)(6) 2018. The device was inserted the day before the event in "cticu. The surgery was canceled and an additional procedure was required to recover the retained portion of the drain.

Manufacturer narrative:
The lumbar catheter is 800mm, only 300mm were received, in 2 parts: the catheter tip with the drainage holes (90mm), with its torn area featuring irregular edges; a part of catheter (210mm) without marking. A patency test was performed on both parts and passed. No traceability information was provided, no device history records review could be performed. The complaint breakage is verified. Given the existing manufacturing controls and the history of complaints and sales, a manufacturing issue is unlikely. Given the aspect of the torn area of the catheter, a possible cause could be a partial catheter tear at implantation, and if the patient was not enough in the" fetal position", the catheter may have been caught between the spinous processes of the lumbar vertebrae, leading to catheter breakage (at the level where it is the less resistant) when submitted to traction during withdrawal. The exact cause of the catheter breakage could not be determined by the investigation. No further investigation or corrective action is deemed required.